Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedure be reviewed with the home patient.

Event description:
A home patient contacted baxter's technical service center to end therapy. Reportedly, the patient was connected during priming. The home patient was instructed to end therapy and start over with new supplies. There was no report of patient injury or medical intervention indicated at the time of the report.